Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager had failed. A field service engineer (fse) confirmed that the failure had been recovered after a system reboot. Fse observed door sagging; however, the door was still sealing properly and maintaining the required temperature. The fse adjusted the door alignment to bring it square and restore proper positioning. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, remote manager had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.